Event description:
Customer reported the insulin pump kept alarming button error. Customer has taken out and reinserted it and alarm persist. Customer's blood glucose was unknown. Customer does not recall any significant events that many have caused the device but did have the device in her pocket. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump act and esc buttons did not respond due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on display window, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.